Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc, act and up buttons dome switch. No unlocked j2 or lcd keypad connector noted. Device had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had esc button was hard to press as well as crack at the battery compartment. Customer's blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.